Manufacturer narrative:
To date the device has not received for evaluation. An investigation has been initiated based on the reported information.

Event description:
During function test before implanting, when the customer pumped the valve, he felt that the reservoir did not recover its shape (did not bounce). He proceeded to implant the valve into a patient and attempted pumping. He felt again that the reservoir did not recover its shape. The valve was removed and replaced.